Event description:
It was reported that the right ventricular (B)(4) coil had high impedance measurements. The lead is still in use. It was also reported that the device had a power on reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular hvb coil had high impedance measurements. It was also reported that there were lead warnings for the high impedance. Further information indicates that the physician is choosing not to pursue a change in protocol at this time. The lead is still in use. It was also reported that the device had a power on reset. It was further reported that the power on reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.